Event description:
The company was informed that the pt's device will be explanted for medical reasons. The surgery has been scheduled. The company is in the process of gathering additional information. A supplemental report will be submitted once new information is obtained.